Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the subject device had green image and error e104: fog-free function was not working. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure, "green image" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the right unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for the: the r-unit (charged coupled device) is broken and the fiber bonding in the outer tube area (distal end) is damaged, the most probable cause of the identified failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the subject device had green image and error e104: fog-free function was not working. A similar device was used to complete the procedure. There were no reports of patient harm.